Event description:
After the procedure was completed and the angiosculpt was removed from the patient, it was noted that a segment of the distal tip of the catheter was detached from the balloon. There was no patient injury, and no further treatment was required at the end of this procedure.

Manufacturer narrative:
Visual inspection of the returned device found that a segment of the distal tip was detached from the rest of the catheter. The detached segment of the distal tip measured approximately 3.5mm in length. The device lot history record was reviewed as an evaluation method with no non-conformances noted.